Event description:
The customer reported that the seal cycle was very prolonged and didn't create a seal. There was no blood loss of more than 500cc, no surgical time extended and no tissue loss. The standard settings where used on the generator. The staff cleaned the jaws of the device. All tones sounded normal but during activation no steam was noticed and after ligasure application no hemostasis was achieved. Bleeding was minimal and a new handle was opened immediately which worked properly so no blood transfusion was needed and surgery time was not delayed for more than 5 minutes.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Covidien reference #: (B)(4). Post market vigilance led an investigation into the reported complaint in conjunction with engineering. One used lf1737 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The reported condition was not confirmed. The device was mechanically tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaw force was acceptable. The device was plugged into a force triad generator and tested on simulated tissue with acceptable results. Additional testing was performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.